Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to a patient specific event.

Event description:
It was reported a patient had a plate break post op 6 weeks after surgery. The original procedure was a wrist radius procedure on (B)(6) 2021. The issue was discovered 8/16/21 during an x-ray on follow up appointment. Female patient. A revision surgery has not been scheduled at this time.